Event description:
Additional information was received from the patient. They reported that they had an appointment with their healthcare professional (hcp) scheduled for (B)(6). The cause of the device turning off was due to recharging. The patient noted that using the [illegible] option when recharging really helped with the frustration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the therapy keeps shutting off at least once a week. Patient said will all of a sudden they will not feel the stimulation and when gets home will connect using communicator and it indicates that therapy is off. Patient said that this has been happening since may of this year. The circumstances that led to the reported issue were unknown. During call, patient connected to implant, said that therapy is now on and when checked said ins battery is 60%. When asked, patient said that this has happened when they are away from the house. Patient said that recently went camping in a rv and it happened while on vacation in cancun last month. Patient said that it also occurs when at work, in standard office setting. The issue was not resolved through troubleshooting. Patient plans to bring external devices with them when leaving the house and connect to device as soon as they notice they don't feel stimulation sensation and then to review what they had been doing recently. Patient was redirected to call patient services back with update after monitoring and tracking of when incidents actually occur for about 2-3 weeks. Patient also said that they typically doesn't check ins battery level prior to recharging implant which is done weekly. Patient will check ins battery prior to recharging and to use the recharger app.